Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that after 26 months of placement, a crack was found on the adapter. Upon examination, tiny bubbles of blood was noticed at top of white connector hub. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.